Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including the application of excessive force on the shortening suture strands and/or tensioning the strands out of alignment with the bone socket. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/21/2025, it was reported by an arthrex subsidiary employee via email that an ar-7505 1.3mm suturetape white/blue with attached needles (multi-pack) had the tape break when the graft was sutured and pulled into the bone hole. The tape was slightly frayed when opened. The case was completed using another product. This was discovered during an mpfl procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.